Event description:
Received information that a patient had unexplained pain and experienced probable sterile infiltrative keratitis. However, microbial keratitis could not be definitely ruled out. The patient may have been wearing this lens type at the time of the event. Approximately 45 months following the lens fitting, patient presented with complaints of left eye pain, light sensitivity, and redness. Exam revealed best corrected left visual acuity: 20/20, best uncorrected visual acuity: 20/100 and on peripheral 0.5 to 1mm, epithelial corneal infiltrate with pinpoint overlying stain and watery discharge. Corneal edema and conjunctival edema were also noted. Practitioner diagnosed superficial punctate keratitis which was related to contact lens wear and treated with ciloxan and tobradex. Patient was seen following resolution of the event with left eye corrected acuity 20/20.